Event description:
The patient underwent a thrombectomy procedure in the c1 using the penumbra system reperfusion 041 catheter and a 041 separator. Before using the penumbra system, a neuroprotective agent "edaravone" was administered. An optimo guide catheter 8fr. Was placed. A reperfusion catheter psc041 was advanced to the c1 along with a radifocus guide wire gt 0.035 inch. Aspiration was done with the 041 catheter and a 041 separator for 13 minutes. The physician administered 6,000-units of heparin. Additionally, a percutaneous transluminal angioplasty and stenting was done. The patient developed an occlusion in the peripheral part of the target vessel. The physician closely monitored the patient's condition; however, withheld any treatment. Approximately nine days later the patient left the hospital and three months post-procedure the patient had recovered without issue. Physician's comment: this event occurred after the aspiration. The event is related to the penumbra system.

Manufacturer narrative:
Conclusions: distal embolization is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00013. Device was disposed of by the hospital.